Manufacturer narrative:
Upon further evaluation, service found a leak due to a perforation in the forceps/instrument channel. The bending angle was insufficient due to stretching of the angle wire. There was poor conduction. The rubber adhesive was chipped, and scratches were observed on the control section, rotating mechanism, switch box, grip, angle lever, scope connector, electrical contacts, and scope connector cover, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the insertion tube was crushed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service confirmed the insertion tube was crushed and found the insertion tube coating was peeling. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including the usage environment. Olympus will continue to monitor field performance for this device.